Event description:
After an implantation period of approx. 20 months, an intermittent sensing drop was reported on suspicion of microdislodgement. Furthermore, failures in the ff and ra channels were noted. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The visual inspection showed multiple signs of wear at the lead body. The insulation was damaged by external fraying, especially 11 cm distal of the df4 connector pin. This damage is with high probability the cause of the oversensing. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, a deformed rv shock coil and a deformed inner conductor helix were found during the analysis, which are probably a result of the extraction process. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.